Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device had 3 flow stop cassettes unusable due to -no disposable clamp tubing- alarms, one alarmed constantly when trying to prepare pump for use and 2 just alarmed, then alarmed -no disposable- during use. No patient injury was reported.